Manufacturer narrative:
It was not reported whether the device would be returned for analysis. Additional information has been requested. (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted two months after its implant due to unspecified complications. It was not reported whether the complications were related to the device or a patient condition. A smaller version of the same model valve was successfully implanted. No additional information was initially provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Multiple attempts to obtain additional information were unsuccessful. Without the reason of the explant, the failure mode cannot be determined, no risk analysis review is required and no formal investigation is recommended. Without the return of the valve, a root cause of the event was unable to be determined. Medtronic will continue to monitor field performance for similar events should they occur.